Event description:
Patient revised due to loosening of femoral stem, osteolysis and polyethylene wear. Poly liner and cup manufactured by others.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. It is reported that the liner associated with this event is competitor manufactured product. The investigation could not verify or identify any evidence of product contribution fo the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.